Event description:
It was reported that during first sample acquisition/attempt a strange noise was heard and on the following sample acquisition/attempt the device could not be primed on the first knob rotation. Another device was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
A lot history review was conducted, which indicated that a device history record (DHR) review was required. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub and tang were found broken on the returned sample. The investigation is inconclusive for failure to prime, as functional testing could not be performed due to broken cannula hub and tang. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with no protective tubing on the needle tip. It was found that the stylet was in the ready (primed) position, however, the cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. There were no visual anomalies noted on the device. An attempt was made to fire the device, but the device was jammed and could not be fired. Further functional testing could not be completed. The sample was disassembled and the internal components examined. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.